Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer was sick the week before the day of the report and her insulin pump shut off completely. The customer replaced the battery and it still had a blank display. After a couple of battery replacements the insulin pump worked correctly. The customer's insulin pump had two blank display instances. Her blood glucose level was not reported. While troubleshooting off no power and battery out limit alarms were found in the alarm history. The product was not returned. Nothing further to report.